Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as low reservoir alerts. Customer's blood glucose level at the time 507 mg/dl. Treated with the insulin pump. Troubleshooting occurred. Advised to monitor blood glucose levels.